Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, while physician was loading, the leading haptic was broke. The surgery was completed with another iol. There was no patient contact with the device. Additional information requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.